Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735737, version #: 1.2.0. Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to pull images from electronic picture archiving and communication systems (pacs). They tried a different port and ethernet cable, but still were unable to pull images. There was no visible damage to the connector on the side of the system. The site was going to burn the images to a disc for the upcoming case. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a manufacturer representative contacted the site. The site reported that the system was just powered on when they were trying to pull patient exams and did not have the three minutes to properly establish communication with all the internal components of the system. The site was able to pull patients over electronic picture archiving and communication systems (pacs) without issue. The system was functioning as designed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that there was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. If information is provided in the future, a supplemental report will be issued.